Event description:
The customer reported the +10.5 diopter cq2015a three piece collamer lens was inserted and removed because the surgeon did not like the way it seated in the eye. The lens was replaced and sutures closed the wound. The reporter stated the event was due to a surgeon preference and not related to the lens.

Manufacturer narrative:
Method: device history record review, medical review, lens work order search. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review - reportedly, intraoperative lens exchange was performed to address surgeon`s decision to implant a different lens model since he didn`t like the iol position in the eye upon insertion. The incision was not enlarged . Another lens of a different model was implanted and sutures were placed for wound closure. According to signed damaged lens report, by a nurse, dated on (B)(6) 2015 the cause of the event was unknown. The same report stated that that anterior vitrectomy was pre-planned and therefore, was not associated with this event. No reported postoperative sequelae. It should be noted that suture placement is very often a part of standard operative procedure in order to prevent complications. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search, device history record review, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Results: visual inspection of the returned product showed the lens was received in three pieces and the was a clear surgical residue on its surface. (B)(4).